Event description:
It was reported that the area above the device is sore and the patient at times "feels like a pricking sensation" for the past three days when the patient turns in a certain way. The device remains in use. No patient complications were noted as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.